Event description:
Cvor (cardiovascular operating room): during procedure, amc 5 lead cables were difficult to attach. Connection was tight into the main ECG cable. ECG worked for a short time, then the v lead did not work. It would return intermittently. Another cable used without further problems. No known harm to patient, minor delay in procedure. Same device reported yesterday for the same reason. Both had the same lot #. Manufacturer response for cable, transducer and electrode, patient, (including connector), amc (per site reporter). Will obtain.